Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. B2: outcomes attributed to adverse event - additional information. B5: describe event or problem - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/ additional information. H6 codes: health effect - impact code/ remove 4608 - correction. H6 codes: health effect - clinical code - additional information. H10: corrected data.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022, the patient experienced loss of consciousness and no alerts from the dexcom device. The patient was sitting in his recliner chair at 3:30 am when he became unconscious and fell to the floor. He was unresponsive, semi-lethargic, uncommunicative, vomiting, and curled up with his head somewhat pinned underneath him. A rescue squad was called. His bg (blood glucose) was checked and was 31 mg/dl. The paramedics took him to the emergency room (ER), and he stated that he was admitted to the telemetry unit and did not wake up until after he was taken to that unit. The patient was treated with injections and IV medication including lasix, but he couldn´t remember any other treatment details. He provided conflicting information while reporting the event and stated that he did not stay overnight, that he did stay overnight, and that he stayed two days in the hospital. No cgm (continuous glucose monitor) readings or additional bg readings were reported. The patient reported that he didn´t remember receiving any alert/errors/inaccurate readings on the dexcom mobile app. At the time of the report, he was still trying to recover from memory loss and confusion. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated they did not recall if the cgm provided an alert or error message during the time of the event. The patient was sitting in their recliner chair at home and stated they vomited, became unconscious and fell to the floor. The patient stated they were found by paramedics and does not remember the trip to the hospital. The patient stated they were in the intensive care unit and was treated with IV medications and shots. At the time of the report, the patient was recovering from memory loss and confusion from being unconscious. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.